Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(6) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard system did not recognize the full air trap chamber was confirmed during functional testing and verified in the system's event log data. The root cause of the reported complaint was the defective air trap sensor block, likely due to malfunctioning components. The system event log data showed multiple mid: 09 (air trap assembly) error messages around the customer's reported event date. The customer did not report any mid: 09 error messages; however, they are related to the reported complaint and are triggered by the malfunctioning air trap sensor block. The initial functional test failed because the thermogard system could not recognize the filled air trap simulator, confirming the reported complaint. The defective air trap sensor block was replaced to remedy the problem. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the thermogard console with serial number: (B)(6). (B)(4) was documented on (B)(6) 2022, and the air trap sensor block was replaced to remedy the fault.

Event description:
During the power-on self-test (post), the thermogard xp ivtm system (sn: (B)(6)) did not recognize the full air trap chamber. The customer used another device to continue the temperature management treatment. No consequences or impacts on the patient.